Event description:
Customer reported hospitalized for low blood glucose. Customer stated that it was less insulin in the reservoir than what status screen indicates. Troubleshooting was performed and pump appeared to be operating normally.